Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. Investigation findings- photo analysis from user. H3 evaluation: no product returned for analysis. Upon visual inspection of the photo, one device of product was observed to be broken outside of the original packaging and closed. However, no conclusion could be reached as the device was not returned for analysis. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. All product is 100% inspected prior to release. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: with possible contamination with infectious patient blood. Photo documentation is made. In my opinion, unnecessary complexity of the product. Flexible plastic bottle would be sufficient. Additional information has been requested and received. Attempts have been made to obtain the product. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? Has healed without further consequences so far was medical or surgical intervention required? No consequences for so far. Has healed without further consequences so far? Was there any special diagnostic test performed? What is the status of the surgeon injury today? Has healed without further consequences so far. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Used normally. You have to press on the shards. Otherwise nothing comes out. Was the ampoule crushed repeatedly? Used normally. You have to press on the shards. Otherwise nothing comes out. Did this issue contribute to any patient adverse event? No consequences for so far. Please provide any available photos. Sent. Is the product involved in the event available for evaluation? Flacon thrown away. A review of the batch manufacturing records was conducted, and no related non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a wound closure on (B)(6) 2023 and topical skin adhesive was used. During wound closure, the phenolic is broken as required. In the process, a shard of glass pokes out of the product out through the double, bloody gloves into the surgeon's finger. This results in a bleeding injury. No reported adverse patient consequence. Additional information has been requested.